Event description:
It was reported that the patient had received medical treatment from their doctor due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 391 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Symptoms reported include dka and hyperglycemia. The doctor treated the patient by replacing the pod. The patient reported that their doctor changed their ic ration, correction factor, and basal rates but did not recall how they changed. The patient was released the same day. The pod was removed and discarded at the doctor¿s office.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.